Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 29, 2017: litigation received. Litigation alleges severe pain in hips, thighs and groin area. It also alleges that as a complication of the revision surgery, the patient suffered muscle and tissue necrosis requiring several surgeries, and compromised ability to walk.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: adverse event problem (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Re-captured codes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a, h6 health effect - impact code.

Event description:
Medical records received. After review of the litigation records, on (B)(6) 2018, the patient was assessed as having chronic osteomyelitis of the lower leg and skin ulcer of the left heel (limited to breakdown of skin). On (B)(6) 2016, a progress note reported that the patient experienced moderate-severe, constant, burning, sharp, and achy over the posterolateral soft tissues of the hip that radiates into the calf and ankle with numbness and tingling, and weakness, she was on current disability for back issues. Physical exam revealed hip on palpation shows tenderness over the posterolateral hip. Assessment: 1) inflammatory reaction due to internal prosthesis f left hip. 2) pain in the left hip. After review of the medical records, on (B)(6) 2019, the infectious disease doctor told that the patient's foot still has an infection. On (B)(6) 2020, the patient had a debridement for her wound. On (B)(6) 2023, the patient has ongoing severe leg pain from an infection. Doi: on (B)(6) 2010, dor: on (B)(6) 2017, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. In addition to what was previously reported in the medical records, the clinical visit reported joint pain, swelling, stiffness, fatigue, fibromyalgia, body malaise, angina, and shortness of breath.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient reported a wound on the left heel which started after complications of the left hip replacement. The patient admits that the wound was previously gangrenous but underwent vascular interventions. The left foot became ulcerated and the patient did wound dressing at home. The patient admits that the area of the wound has been swollen and has increasing tenderness. The patient used assistive devices like off-loading shoe and knee scooter for her ambulation. The patient developed osteomyelitis. The patient admitted to experiencing pain in his left foot and feeling slightly nauseous.

Event description:
Medical records received. After review of the medical records the patient was revised to address painful hip due to mom total hip. Operative note reported there was evidence of capsular irritation that appeared to be metal debris and with adverse local tissue reaction. Surgical pathology reported fibrous tissue with focal mild chronic inflammation. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip 1st revision.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 age, a4, a6, b1 (product problem), b5, b7, d4 (expiry date), h6 health effect - clinical code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.